Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed. The field service engineer (fse) inspected the drawer and found that the sensor mount was loose, which caused the drawer to shift slightly when closing, resulting in the failure. The fse tightened the screws and restored the machine to working condition. The information technology team also examined the port to re-establish the long wall connection, which had been experiencing issues. The drawer was tested in diagnostic mode, and no further issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 cubies d1 and d3 were not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.